Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the user found the patient with blue-colored lips and increased blood pressure. The device was not ventilating the patient at that time and did not generate the alarms timely. The device was replaced, and no further health consequences to the patient were reported.

Manufacturer narrative:
The device was examined on site by a dräger field service engineer (fse) and the log file was made available for further investigation at the manufacturer site. When examined by the dräger fse the device was operating without deviation. The log file analysis showed that the device alarmed 14 times for a detected disconnection at the reported date of event and that the anti air shower feature was active. When the anti air shower function is activated and a disconnection is detected during ventilation, the flow is reduced until a reconnection is detected. Simultaneously, a corresponding alarm is displayed. During a reconnection request there are no graphs displayed. The longest disconnection situation was more than three minutes and occurred between 10:25:07 am and 10:28:20 am. Based on the log file the device additionally posted several ventilation related alarm messages during the complaint event. Based on the log file no technical device malfunction was found. The system reacted as specified to the detected disconnections and posted accompanying alarm messages as a risk management measure. Obviously, the user interpreted this as a malfunction.

Event description:
It was reported that the user found the patient with blue-colored lips and increased blood pressure. The device was not ventilating the patient at that time and did not generate the alarms timely. The device was replaced, and no further health consequences to the patient were reported.